Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that the bearings were worn out, loose, and no longer in axial alignment. It was determined that this condition caused the attachment to vibrate and make noise. The assignable root cause was determined to be due to worn out bearings caused by normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during equipment check it was observed that the short attachment device had noisy bearings. During in-house engineering evaluation it was found that the bearings were worn out, loose and no longer in axial alignment causing the attachment to vibrate and make noise. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.